Event description:
The customer stated that since (B)(6) 2013 the architect analyzer has generated 22 (B)(6) results that did not confirm. The customer is a transfusion center and is using the assay for screening. The customer provided 2 patient results: pt#1 (B)(6) on 2 architects; pt#2 (B)(6). Both patients were (B)(6) by pcr and western blot. There was no reported impact to the donor/patient. No additional donor information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete this report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. (B)(6).

Manufacturer narrative:
The initial MDR was filed on an international product, list # 6c37 that had a similar product distributed in the us, list number 1l79. After further review of product labeling, list # 1l79 does not have claims for screening blood, plasma, or tissue donors and is no longer a reportable event.